Manufacturer narrative:
The investigation found the stent returned fully deployed and deformed at the proximal end, which is consistent with the alleged product issue. The inner stent was unopened while the outer stent was inverted, which is consistent with the device being forcefully retracted using a retrieval device as described in the reported event. The stent shape was corrected by realigning the body wires and cleaning the device of residual blood and tissue. The stent was loaded onto an in-house pusher with an in-house introducer and advanced into an in-house microcatheter for functional testing. The stent was able to advance and retract without resistance; however, the proximal end did not fully open upon deployment. Further investigation found the outer stent wire kinked and an inner stent wire broken just proximal to the middle of the stent, which would have contributed to the expansion issue encountered during the investigation. The physical evaluation of the device could not identify the conditions or circumstances that led to the kinked and broken wires, but the damage is consistent with the device experiencing forces that exceeded its yield and tensile strengths. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
See h11.

Event description:
It was reported that while attempting to deploy the stent in the internal iliac artery, the stent was unable to fully expand in the siphon and c4. Multiple attempts were made to fully open the stent by retrieving the stent into the microcatheter or by tapping and pushing the stent using the ancillary devices while the stent was partially deployed. However, the stent fully opened in the siphon but still failed to open in c4. When attempting to remove the stent from the patient, the stent was unable to be retrieved into the microcatheter. The stent was successfully removed from the patient using a retrieval device. The stent was not used and was replaced with a new stent of the same specifications and size, which was successfully placed with achieving full expansion in both the siphon and c4. Subsequently, the procedure was completed successfully.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.